Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation could not confirm the reported condition of a constant alarm, however, an out of adjustment occlusion switch was discovered during evaluation and determined to be the root cause. The device was returned unrepaired due to service estimate refusal by the customer. A service history review determined that this device has not previously been serviced by baxter. A device history review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility representative reported an infusor device which alarms when an infusion is started in the biomedical service department. This condition may have interrupted delivery. It is unknown when or at what point in the process the reported condition occurred. There was no patient involvement. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information:baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.